Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.investigation summary:it was reported there was white paint-like materials outside of the syringe/needle tip. To aid in the investigation three photos were provided for evaluation by our quality team. The photos show an empty vial. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305211, lot number 8250854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter on the device cannula. The following information was provided by the initial reporter: eylea vial ¿ during the customer withdrawn the solution from vial to syringe, found unknown foreign material into the solution. There was white paint-like materials outside of the syringe/ needle tip.